Event description:
On (B)(6) 2011, the nurse practitioner reported the patient was admitted to the hospital on (B)(6) 2011 for an elevated blood glucose event. Nurse practitioner stated the patient received an insulin drip and his pump therapy for treatment. Patient's blood glucose level was not provided. Patient's target blood glucose range is around 100 mg/dl. Nurse practitioner reported the patient was outside with the infusion device all day and she believes the insulin got too hot. Nurse practitioner stated it was the patient's 3rd day on insulin and the temperature got up to 100 degrees with a heat index of 105 degrees and the patient was outside. Nurse practitioner reported she believes the insulin may have become compromised. Nurse practitioner stated there were no error messages on the infusion device and the infusion sites are not leaky. Nurse practitioner requested assistance checking the patient's bolus history and basal rates. Nurse practitioner reported she wanted to check patient's insulin sensitivity and the correction history in the infusion device. Advised can find these items in the patient's bolus calculator. Nurse practitioner stated the patient's blood glucose level has returned to the normal range and he has changed the insulin cartridge in his infusion device to good insulin. No product return was requested.

Manufacturer narrative:
Method and results: no product will be returned for evaluation.